Event description:
It has been reported to philips that the power supply in the m cabinet intermittently failed, which would prevent the system from turning on. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that occasionally the m-cabinet power supply is out of order. Review of the system log file showed malfunction of pdu(power distribution unit), fan tray and dcps(direct current power supply). Upon troubleshooting, fse found that an issue with the hospital power supply caused a defective pdu. To resolve the issue, fse replaced the power distribution unit. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes situations in which the main hospital power supply is not functioning or there is a localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.